Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the unit had no battery back up, he verified the power supply and confirmed that it was charging to the correct voltage, which confirmed that it was not a power supply issue. The fse did confirm that it is a battery issue, which needs to be replaced, additional information has been requested in regards to repair of the unit involved. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was found that it had no battery back up. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated data: b4,e2,e3,g2,g3,g6,g7,h2,h10,h11. Corrected data: b5,b6,b7,d5,d10,e1(name),h6(impact).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) was found that it had no battery back up. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4 (model#, catalog#).